Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 187 mg/dl. Customer stated that he was sitting down watching a golf tournament when he received the alarm. Customer noticed that there was about two units left in the pump and now he does not see any insulin in the reservoir. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to retrieve their pump settings. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. Customer was advised to return the pump with the battery and to zero out the basal rates. No additional information provided.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with normal operating currents. The insulin pump passed the self test. The insulin pump passed the unexpected restart error test. The insulin pump passed off no power test. No motor error alarm noted. Motor passed motor test. The insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.